Event description:
It was reported that the 9800 sys images would intermittently go black during morning cases. This issue would not occur in the afternoon. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep could not duplicate the problem.